Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed (B)(4).

Event description:
Case was a primary aaa in which another manufacturer's stent graft had been deployed low and slipped into the aneurysm sac. Another manufacturer's cuff was then placed and was also found to be placed low. The anatomy was tortuous and the neck angulated. No calcium was noted within the aneurysm neck. Deployment of the graft, cuff and endoanchors, was made more difficult by the anatomy and imaging. The first endoanchor was deployed into the cuff but did not engage the aorta as the graft had been deployed low and slipped into the sac. The second endoanchor was deployed at the top of the cuff but it also did not engage the aorta due to position of the cuff. On the fluoro, it was obvious that the endoanchor was not properly engaged as it demonstrated pulsatile movement. At that point, a second cuff was deployed and ballooned. Upon ballooning, it was observed that the second endoanchor was free within the aorta. A snare was opened and used to pull the endoanchor down but retrieval was unsuccessful. After several attempts, the endoanchor entered the hypogastric and further attempts to retrieve it were abandoned. The doctor was unconcerned with the final location of the anchor and the case was completed with no patient adverse events. The leak was resolved at the conclusion of the case.